Event description:
Exam light fell on dr during delivery of baby. The light was positioned for delivery, then fell, striking the dr on the back, knocking them down. Dr continued with the delivery, then went to the ER after the pt was stabilized. This mobile exam light is designed with a "u" shaped base. The lamp head has approx 45 degrees of travel to keep it centered over the base for stability. Inspection of the light by medical maintenance revealed a sheared stop pin, which had allowed the lamp head to be positioned in a position that was not balanced over its base. All exam lights in the facility were inspected and 6 out of 10 were found to have sheared stop pins. Rptr notified the MFR and was told that they had never heard of this problem.